Event description:
It was reported that the 9800 system locked up during a case. The 9800 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The system interface board, the battery and charger were replaced during the svc call. The system was tested and found to be working as intended and put back into svc.